Manufacturer narrative:
The returned device was evaluated and the needle and cannula were found to be undeployed. The root cause was determined to be a damaged linkage assembly. This manufacturing defect contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The product instructions warn the user to check the infusion site after insertion to ensure that the cannula was properly inserted, to check blood glucose 1.5 to 2 hours after each pod change, and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The customer reported that his blood glucose reached 14.2 mmol/l (256 mg/dl) 18.5 hours after the device was activated.